Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead fractured during the implant procedure. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned for analysis. Lead damage was noted at 10.2 cm from the connector pin consistent with a lead break in the middle region of the lead. The damage found was sustained during the surgical procedure.